Manufacturer narrative:
Report source: (B)(6). One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of alarming was not confirmed. No messages found in the device event log. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus pump is alarming with no further details. No reported adverse effects.